Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the device failed to open appropriately and device contamination could occur. An encore balloon catheter inflation device was selected for use. During unpacking of the device , it was noted that packaging did not open correctly. The tyvek labeling tore rather than coming entirely off the product. The physician was concerned about potential product contamination within the packaging.